Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced loss of stimulation due to inability to establish communication between his ipg and external devices. The sjm rep confirmed the issue with multiple external devices. As a result, surgical intervention will be taken at a later date to address the issue.